Event description:
Caller reported that pump display was frozen on the welcome screen. Customer's blood glucose level at the time was 268.2 mg/dl, which is within normal range. Caller chose to reset the pump following instructions provided by technical support, resolving the issue.